Event description:
It was reported that during a treatment procedure, a guide wire was found to be defective. Outside of the patient, the physician noticed/felt a 'burr' on the amplatz super still guide wire. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that during a treatment procedure, a guide wire was found to be defective. Outside of the patient, the physician noticed/felt a 'burr' on the amplatz super still guide wire. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the coating peeled in several sections along the entire body, the coil is jumping along the distal end at 200.7cm, 204.2cm, 212cm, 218.3cm, 220.5cm, 224.1cm, 224.9cm and 233cm from the proximal end. All dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).